Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, and bilateral breast capsular contracture (baker grade iii), post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral capsulectomies, bilateral removal and replacement with two saline implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant have been reported under mrn: 1645337-2021-13243.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).